Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. The set screw was found in the connector bore. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) setscrew would not engage to secure the lead. There was continuous rotation of the setscrew without tightening. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.